Event description:
It appears the tubing wither comes apart form the finale adapter or fluid leaks from it. Through further discussion other nurses have found problem with this extension set. Although baxter attempted to obtain info, details were not available regarding add'l contact info, pt demographics, or medication involved.

Manufacturer narrative:
Eval summary: the summary's reported condition could not be verified. The sample was received in a condition that made evaluation impossible. A 2-year review of the product reporting database reveals no other reports, similar in nature, on the reported serial number.